Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with the transmitter not connecting. Blood glucose value was 338 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined. The customer was advised to change their battery as a way to help resolve the issue. Nothing will be replaced or returned.